Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that when the filter of the small emboshield nav 6 embolic protection system (eps) was being loaded into the delivery catheter (dc) pod, the tip of the dc was noted to be bent and fractured. Bunching was noted on the dc pod. Therefore, the filter was not able to be loaded into the dc pod and the device was not used in the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case, it is possible that the filter was pulled into the pod too quickly or with excessive force causing the delivery catheter pod to bunch/fracture and prevented the filtration element from being able to load properly; however, without having the device to examine, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.